Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient felt lightheaded, fell over the ground then passed out due to incorrect self-treatment of insulin. He self-treated with insulin (unspecified dosage) when he noticed that his cgm was showing high reading. After treatment she started to feel lightheaded then passed out. The patient could not remember the exact cgm reading at that time but he alleged that it was higher compared to his bg test result. Patient's caregiver called 911 and the patient was transported to the hospital. The patient could not remember the exact value but he said that he was low when his bg was tested by the paramedics and upon arrival at the emergency room. The patient could not recall what medications were given at the hospital but he said that he was still at the hospital at the time of the report on (B)(6) 2025 doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.